Manufacturer narrative:
(B)(4). Device has not been reportedly explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Manufacturing by ¿ (B)(4). Manufacturing date: november 11, 2013. Expiration date: october 10, 2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during primary l4 vertebrectomy there was difficulty locking a xrl medium center body expandable cage. During implantation of the cage, only one side appeared operational; the other side seemed stuck in position. Two attempts were made to relock the cage but locking on one side only was achieved. The surgeon was satisfied that only one side had been locked in and was satisfied with the outcome of the procedure. Percutaneous screws were also used which provide increased stabilization. This is report 1 of 1 for (B)(4).